Event description:
A pt was undergoing heart surgery in the cardiac theatre and their blood pressure was being monitored. Two hrs into the operation the pt arrested. The blood pressure reading was 80mm systolic when the pt arrested. Once the pt had been resuscitated, the cable was changed and the blood pressure was far lower than expected. The original cable was sent to the medical physics dept for testing where they discovered that the blood pressure reading was increasing by 1mm hg every five sec when the pt's blood pressure was staying the same or dropping. This testing was carried out using a new disposable transducer. This complaint has been reported to the mhra (medicines and healthcare products regulatory agency) by the customer.